Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage -leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 30262e lot number 21049649 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd alaris smartsite extension sets' male luers were damaged and leaked during use. The following information was provided by the initial reporter: "male luer bent" "did you experience any adverse events? No, just leaking".